Event description:
The physician reported that following an external defibrillation of an atrial fibrillation, the subject pacemaker failed to pace. A reintervention was performed to replace the subject device.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that following an external defibrillation of an atrial fibrillation, the subject pacemaker failed to pace. A reintervention was performed to replace the subject device.